Event description:
The tip of the cautery is routinely over-heating. The hosp experienced approximately thirty-two (32) occurrences. In one case the nurse sustained a minor burn. One of these devices was returned to the MFR for eval.